Event description:
It was reported that the patient developed an infection at the battery pocket site. It was noted that the incision was not healing well since the ipg was revised. The patient was placed on antibiotics and was doing well. No further action needed at this time.